Event description:
The complainant stated that the bed was sending nurse call signal on its own, turning lights on, the air system comes on by itself and bed functions were moving on their own.

Manufacturer narrative:
The account isolated the issue to the right caregiver and pt control circuit boards, and the bed was working for a short time until the functions began working on their own again. Technical support instructed the account to replace the power control circuit board. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.